Event description:
It was reported that during training/demo on the da vinci 5 system, an error and a message appeared (error 23062) when attempting to adjust the surgeon console's ergo function. The issue was initially resolved several times by restarting the system, but recurred frequently, especially after adjusting the viewer tilt. A hard power cycle did not resolve the error, and the ergo function was disabled to continue use of the system. The issue was reproducible under certain conditions, and all troubleshooting steps were completed by technical support. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer was dispatched to address the issue, and upon inspection, identified that the connector for the column vertical motor power line was damaged. The engineer planned to replace the affected part once the replacement arrived.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vertical motor module on the surgeon side console (ssc). Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis tested the motor on the test system and replicated error 23062. Visual inspection was performed and found that the motor cable connected is melted.

Event description:
Refer to h11 for follow-up information.